Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, seal of the trocar was physically damaged and an air or gas leak was noted from the seal. There was a rapid loss of abdominal pressure due to the device issue. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the circular seal, trocar and cannula appeared intact. The obturator was received. The stopcock was intact. A functional evaluation found that the device passed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. The trocar was disassembled to measure weld height, the weld height was in spec. (.250 +/- .005). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.